Event description:
Covidien received information of ventilator becoming inoperative. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) printed circuit board (pcb). Covidien was not authorized to service the device.